Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Facility called to states one of the tires are shredded and the rest are worn.